Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, drain failure" is confirmed. Dried blood and condensation were noted inside the drain valve v4 during the investigation, and as a result, the drain valves were found to be sticky. The root cause of why the condensation remained inside the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported via a field service report l700404 that while in use on a patient, the drain failure alarm comes up every 20 minutes. As a result, the pcs assembly was replaced. The calibration of the transducer was checked and the system was checked. The pump is operational. There were no patient complications. Additional information received from the field service agent stated that the pump was switched out prior to the completion of therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report l700404 that while in use on a patient, the drain failure alarm comes up every 20 minutes. As a result, the pcs assembly was replaced. The calibration of the transducer was checked and the system was checked. The pump is operational. There were no patient complications. Additional information received from the field service agent stated that the pump was switched out prior to the completion of therapy.